Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that a removal of c3-c4 and c4-c5 simplify discs occurred on (B)(6) 2026. Original date of implantation (B)(6) 2024. Revision to c4 corpectomy and fusion. It is reported that the reason for removal is osteolysis. C4-5 end plate loose upon removal. Specifically, c-5 endplate, c4 endplate not loose. C3-c4 endplates are not loose and seem well bonded.